Event description:
It was reported that a customer ordered a specialized length of 68mm and received a length of 110mm. There was no patient involvement. As of the date of this report, the device in question has not been returned to the manufacturer.